Event description:
The pt had two lead (from the same lot). It was reported the pt had been experiencing intermittent stimulation. Both leads were explanted and replaced with a single lead (different model). Coverage was regained post-op.

Manufacturer narrative:
Result: only one lead was returned. Continuity testing revealed an intermittent electrical open on channel 5, 6, 7 and 8. Stress testing showed the open to be isolated to the stimulation end. Since visual inspection revealed no broken wires on the lead body, the electrical open was likely due to an open at the weld site of the 5, 6, 7 and 8 stimulation end electrodes. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.